Manufacturer narrative:
(B)(4). Customer report of stenosis was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Approximately 80% of the sewing ring was cut off and not returned with valve. Wireform was exposed around leaflets 1 and 3 on the inflow aspect of the valve. Suture remained attached to the sewing ring around leaflet 2. The device was returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted five (5) years and five (5) months, was explanted due to aortic stenosis. This valve was originally implanted for aortic valve replacement by using non-everting mattress suture to correct aortic regurgitation. The patient¿s aortic root was relatively small for this patient¿s body size. After implant, follow-up by echo was conducted every year and pressure gradient was increased gradually. After five (5) years and five (5) months post-implant, pressure gradient became increased and stenosis was detected. The valve was explanted, enlargement of annulus was performed and a 21mm valve was implanted as a replacement with no adverse patient effects reported as a result of the valve replacement. At explant, all three leaflets of explanted valve appeared functioning without an issue. Pannus and calcification were not observed visually. Cause of stenosis was unknown. The valve was returned for evaluation. Patient status was reported as ¿recovering¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.